Event description:
It was reported that during shoulder rotator cuff repair surgery using a truepass needle, the needle was broken. The procedure was finished with a change in surgical technique. No significant delay and no other complications were reported. Additionally, no pieces were found in x-ray. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the poor quality intra-operative fluoroscopic image dated 04/06/2021, an unidentifiable object is seen in the patient¿s bone. However, per report, the surgeon¿s interpretation of the post procedure x-ray revealed no pieces were left inside of the patient. Without the referenced post-operative x-ray for analysis, we are unable to confirm there were no pieces retained in the patient¿s joint. Since there was no significant delay and no other complications reported, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during shoulder rotator cuff repair surgery using a truepass needle, the needle was broken. The procedure was finished with a change in surgical technique. No significant delay and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.